Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for intraoperative bone fracture. Event is serious. Event is possibly related to device and is probably related to procedure. On (B)(6) 2010, the patient underwent a primary right hip arthroplasty due to avascular necrosis. During impaction of the acetabular cup, a small fracture was noticed in the posterior wall. The acetabular fracture was corrected intra-operatively with a 5-hole small fragment pelvic reconstruction plate along with four screws. Date of implantation: (B)(6) 2010, date of event (onset): (B)(6) 2010, (right hip).